Event description:
Add'l info rec'd from MFR 8/27/04: visual inspection was performed, as well as functional and accelerometer testing. Analysis results indicate no anomalies with the device. However, the original atrial setscrew was not returned with the device; it had been replaced with one that is longer than the original. There was also a missing grommet. Info received from a medtronic representative indicates the new setscrew was placed when the atrial lead was evaluated in april 2004. When the lead was re-connected, the physician felt the setscrew was stripped. The new setscrew was placed, but still appeared to be stripped. The physician determined the header was 'stripped', and the device was explanted. The investigation conclusion determined there was not a device problem, and the operational context contributed to the event.

Event description:
A pt underwent insertion of medtronic pacemaker. The pt had problems with the ventricular lead and this was replaced a couple years later, along with the generator. A few months later the pt was noted to have elevated atrial lead impedance. The pt was taken to the electophysiological lab. "Upon removal of pacemaker generator when attempting to remove setscrew, when screwdriver was inserted the screw would not turn." An attempt was made to pull gently on lead body to assess stability and the leads came out with screw still in header. Further attempt was made to remove screw from header without success.